Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. No product was returned. The investigation determined the most probable cause to be the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displays ?no disposable clamp tubing" errors. No patient injury. Patient was able to switch to a backup device and have a successful infusion. No additional information available.